Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09-mar-2026, it was reported by an arthrex subsidiary employee via email that an ar-1927bct biocomposite corkscrew ft broke during insertion. Nothing remained in the patient. The case was completed using a product from another manufacturer. No significant surgical delay was reported. No additional anesthesia was administered, and no adverse patient effects were reported during or following the procedure due to this issue. The issue was discovered during a procedure on (B)(6) 2026.